Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safety-lok needle was difficult to activate resulting in a contaminated needle stick. The following ws provided by the initial reporter: "I wanted to check in with bd to see if this is still under review and if we can have an update. We had another stick this past weekend reported. We also would like to look into a possible alternative item." 1st customer response did the needle stick occur to patient or health professional? To the nurse. Did the patient or health professional recover from the needle stick? Yes . Was it a clean or contaminated needle stick? Contaminated. Was there a delay of, or change in, the course of treatment due to the event? No. What type of procedure is being performed? Attempting to slide up the protective cover post-injection. Rns complaining they are more difficult to slide than before and that is how all three of the ICU injuries occurred. What was the medication/fluid in use at the time of the event? Insulin.

Event description:
No additional information.

Manufacturer narrative:
Pr 8999996 - follow up MDR for device evaluation. It was reported there was a needle stick injury. To aid in the investigation, one sample in a sealed packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The needle tip was inspected under at 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. The safety mechanism was activated and worked correctly. A device history record review was completed for provided material number 305901, lot 3124644. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lot 3124644 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.